Manufacturer narrative:
(B)(4).

Event description:
The pt experienced intermittent signs of increased tone. The pt was hospitalized. The severity associated with the event was reported as mild. On (B)(6) 2011, a catheter access port contrast study was performed; it was not completed. It was unclear if fluid could be aspirated during the study. It was determined the catheter was occluded. On (B)(6) 2011, a surgical revision of the catheter was performed; the catheter was spliced. The pt outcome was reported as resolved without sequelae. The drug delivered was lioresal 500mcg/ml. A follow-up report will be sent if additional info becomes available.